Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis was performed on the returned device. The reported difficult to remove the device could not be replicated in a testing environment as it was based on procedure circumstance. The reported foot retraction problem and difficult to remove the device appears to be related to interaction with the patient tissue. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, the proglide foot would not retract (park), which resulted in difficulty removing the proglide device from the anatomy. The nick and spread was widened enough to remove the proglide device. The sheath was upsized to an 8f and a second proglide device was used to achieve hemostasis. Although there was no malfunction or issue with the 2nd proglide, the physician also chose to use a non-abbott bioabsorbable anchor and collagen sponge device as an adjunct. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device. No additional information was provided.